Manufacturer narrative:
The product used at the time was unable to be provided. If a device is returned related to this issue, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the patient had an event 4-5 years ago where the patient passed out while driving a golf cart and was hospitalized due to sugars. The reporter was unable to confirmed the hospital of admission, the pump the patient was using at the time of the event or the date of the event. This report is made based on the allegation that the patient was hospitalized for sugar issues.

Manufacturer narrative:
The reporter contacted animas on (B)(6) 2015.